Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that upon the second attempt to treat a (B)(6) female pt, the device failed to discharge using internal paddles. Complainant indicated that the clinician obtained a set of external paddles to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. This is the second similar repot. The first reported on medwatch 1220908-2013-01127.